Manufacturer narrative:
Additional information: b5, h10 the additional information does not warrant further plant investigations since the overfill allegation was already investigated and the additional information actually reduces the drain volume percentage of the fill volume from 200% to 171%

Event description:
A follow up call was received from the pdrn, the pdrn indicated she was unsure of the treatment details we were provided. Per the pdrn's review of the patient's treatment details the drain 1 volume was 1763 and the drain 2 volume was 4296. Confirmed with the pdrn that based on the highest drain volume, drain 2, the drain volume is 171% of the patient's fill volume of 2499.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered during a call from the patient to technical support. The patient alleged feeling ¿a little too full¿ during the second cycle dwell period. The patient requested assistance with bypassing into the drain phase. Tech support assisted with bypassing. The patient provided partial treatment details of the first cycler exchange, there was a 2,499ml fill volume and a 4,998ml drain volume. This drain volume is 200% the patient's prescribed fill volume. As a result of the iipv event, the technical support representative offered the patient a replacement cycler, however, the patient refused. Upon follow up with the pdrn, it was reported that the patient has not experienced any symptoms, adverse events, injuries, or require medical intervention since the date of the reported event. The pdrn was unaware of the reported event. It was indicated that the patient¿s entire treatment data was unavailable since the patient does not upload data. A follow up was letter was sent to the clinic request the complete treatment data and any additional details on the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.